Manufacturer narrative:
(B)(4). This customer has reported an occasional failure to discharge in the manual mode with this defibrillator. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer has reported an occasional failure to discharge in the manual mode with this defibrillator. There was no report of any negative patient impact.